Event description:
Event description guidant received information that the boxed implantable cardioverter defibrillator (ICD) was not implanted after it was noted that the monitoring voltage was lower than box specifications following manual capacitor reformations.